Manufacturer narrative:
Helpline support team reported that the user is receiving consent prompt each time they login to carelink personal application. "Complaint summary: helpline support team reported that the user is receiving consent prompt each time they login to carelink personal application investigation/testing summary: an attempt was made to reproduce the issue by validating the consent history for the user in carelink support representative application (csr) and it was confirmed that the issue was reproducible. We created an internal jira ticket for the carelink test team for further investigation. The software did not adhere to the specified requirements in the software requirements and specification document listed below under ""sw requirement doc."" (Most likely) root cause: the most likely root cause could be assumed that one of the consent values was reset every time the user logged out of the application. Analysis summary: carelink test team confirmed that they were able to reproduce the issue in carelink personal version 14.9 in production , however this was not reproducible in version 14.10 in stage environment. So carelink test team instructed that the issue would be fixed in carelink personal version 14.10 in upcoming release. Helpline confirmed that the issue no more exists and user were able to login without any consent prompt. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer's carelink connect app is unresponsive. Troubleshooting was performed and not resolved issue. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. The device will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Select patient information cannot be provided due to regional privacy regulations.